Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that the patient had hemi done in 2010 for a hip fracture. Patient had arthritis and groin pain so hemi was converted to a total hip.

Event description:
It was reported that the patient had hemi done in 2010 for a hip fracture. Patient had arthritis and groin pain so hemi was converted to a total hip.